Manufacturer narrative:
Evaluation: the returned device was completely deployed and the internal and external components were in the correct post-deployed positions. No damage or abnormalities were detected. The vessel locator button sub-assembly was tested and engaged with the safety release button, opening and collapsing the locator wings on each attempt. The root cause of premature release of the vessel locator wings causing loss of vessel access is undetermined. No malfunction was detected and the device conformed to specifications. Review of the lot history record for this device did not produce any findings relevant to this investigation.

Event description:
Device malfunction: vessel locator wings collapsed prematurely. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the left common femoral artery, after a diagnostic procedure. Reportedly, the vessel locator wings collapsed prematurely resulting in loss of expected resistance and the device pulling out of the artery. Manual compression was applied to achieve hemostasis. There were no reported pt sequelae. Though requested, no additional info was available.